Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell, missing shell (25-50%) and red particles in the shell. A visual and microscopic analysis was performed which identified: sharp broken on anterior, stress marks and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on anterior of broken device assessed as a surgical impact opening, for the stress marks in the shell. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.